Event description:
It was reported that the device was over heating. No additional information.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found wear and tear damaged enclosure, tank cover, line cord, and pole clamp; faulty pcb (printed circuit board). The customer stated problem was duplicated. Replaced: pcb, enclosure, tank cover, plate clip, line cord, and pole clamp. The cause of the reported problem was traced to customer damage of the device. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.